Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that during sensor insertion they noticed that sensor was without cannula. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that they inserted a new sensor and it was working as expected. The sensor will not be returned for analysis.